Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient developed a skin reaction with unknown symptoms, covering an unknown part of skin. The reaction was treated with a prescription of an oral antibiotic named keflex, dosage and treatment duration unknown. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).